Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was 290 mg/dl. Customer stated that the approximate size of the bubbles was bigger than a pin head and one was the size of a small lady bug. Customer stated that the pump was not rewound with a reservoir in place. Customer removed the reservoir and removed the air bubbles. Customer stated that the insulin was not stored at room temperature. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.